Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The hp stated she went to the kitchen and got something to eat and forgot to reconnect. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp end therapy and recommended they start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp stated they just ended therapy for the night and called their nurse in the morning to let them know. The hp has continued therapy no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample; however, per the complaint information the cause of the system error 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated she disconnected and forgot to reconnect. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).